Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a routine visit, muscle noise was seen on this pacemaker and right atrial (ra) channel, when the patient moved their arm. Inappropriate atr episodes were also stored, as a result of the noise. Pacing impedance measurements were consistent (average 500 ohms) and 1 spike was noted to reach about 1000 ohms. Sensing was adjusted and the issue persisted. Boston scientific technical services (ts) suggested programming to fixed sensing. The programming was updated to fixed sensing and there have been no issues since the programming change. No adverse patient effects were reported.